Event description:
A customer obtained glu quality control fluid results that were above and below analyzer range. Troubleshooting determined that this event is consistent with a malfunction that could have caused false pt results to be reported. There was no report of pt harm as a reuslt of this event.